Event description:
N/a.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip when establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted barlow disease and valve with redundant tissue. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the clip opened while locked when establishing final arm angle/efaa. Efaa steps were repeated 4 times, but filed each time. Therefore, the cds was removed with the clip attached. A decision was made to end the procedure. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.